Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion at 8.0cm to 8.2cm and 8.5cm to 8.9cm from the connector pin consistent with lead friction to the device can.

Event description:
This report is to advise an event observed during analysis.